Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component problem identified. Connector/coupler failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the bronchovideoscope, when shaking the electrical connector, the image became blurred, indistinct and noisy. There was no patient involvement.